Event description:
During the follow-up performed on (B)(6) 2012, a vt episode treated with atp dated (B)(6) 2012 at 12:24 was not fully recorded; the beginning of the episode was missing. It was the same case for the non sustained episodes recorded on (B)(6) 2012 at 13:06 and at 13:13. An explanation was required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.